Event description:
The unit reportedly shutdown while on a pt and alarmed. The unit is designed with a back up system, however, it was reportedly improperly connected. The pt experienced a decrease in oxygen saturation. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. During initial testing in the service mode, the no cell reading was noted to be fluctuating rapidly between -5ppm and 150ppm, indicating the no cells is functioning correctly. The unit was then switched to the normal operating mode. The unit shutdown and alarmed "system failure: high no monitored" (due to the fluctuating no reading). The cell cover was removed and the no & no2 cells were inspected. Both cells were found to be approximately 5 years old.

Manufacturer narrative:
Cells can be used after the date on the cell, provided they calibrate correctly, and the unit does not alarm, indicating replacement of the cell is required. The cells are user replaceable items and routine testing and calibration is required, as stated in the oepration and maintenance manual. After replacing both the no & no2 cells, the unit operated within MFR's specifications. Additionally, the back up system was tested and verified to be operating correctly. A presure check of the equipment, as stated in the operation and maintenance manual. Should have picked up the condition of expired cells and improperly connected back-up system.